Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced pulmonary hemorrhage, coded, and required intensive care (ICU) monitoring. The procedure was considered high risk due to the patient's pre-existing conditions, including heart disease, a mechanical mitral heart valve on warfarin anticoagulation, transcatheter aortic valve replacement (tavr), severe pulmonary hypertension, and thrombocytopenia. Before the procedure, appropriate measures were taken to discontinue warfarin and lovenox injections, and bloodwork confirmed that the patient's international normalized ratio (inr) and platelet levels were within the safe range for biopsy. The target nodule was 11 millimeters in size and located in the left upper lobe near a blood vessel. Although some oozing was observed during the biopsy workflow, the bleeding appeared to be under control at the end of the procedure. The ion procedure was completed without any delays, and the patient was extubated. However, around 20 minutes later, the patient experienced massive hemoptysis, leading to rapid decompensation (difficulty with oxygenation and ventilation), and ultimately resulting in cardiac arrest. A code blue was initiated, and the patient received one cardiopulmonary resuscitation (CPR) round and then reintubated. An emergent bronchial blocker was inserted to control the bleeding, and a therapeutic bronchoscope was used to remove blood from other lung segments. The patient was then transferred to the intensive care unit (ICU), where follow-up bronchoscopies were performed to clear the airways, and a blood transfusion was administered. A follow-up computed tomography (CT) angiogram of the chest revealed no active bleeding or pseudoaneurysm. The patient remained intubated for several days, and initially failed extubation, but was successfully extubated later and is currently in stable condition. The patient remains admitted at the time of this report. The physician reported that the bleeding and sequela of events would have likely occurred via another modality and there was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the complications of bleeding, coding, and intensive care admission cannot be determined. The physician reported that the adverse events would have likely occurred via another modality due to the patient¿s pre-existing multiple comorbid conditions. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 77-year-old patient underwent an ion endoluminal biopsy. The biopsy was considered high risk due to severe pulmonary hypertension, aortic valve disease post tavr, mitral valve disease post mechanical mitral valve replacement, thrombocytopenia, and chronic anticoagulation which was held for the biopsy with a lovenox bridge. The lesion was also noted to be near a blood vessel. Inr and platelet levels were deemed acceptable to proceed with biopsy. The ion biopsy was completed with some oozing with hemostasis noted at the end of the procedure. About 20 minutes post extubation massive hemoptysis developed compromising oxygenation and ventilation leading to cardiopulmonary arrest. A code and resuscitative efforts were initiated. The patient was reintubated after one round of CPR. An endobronchial blocker was placed and blood was removed bronchoscopically. The patient was stabilized and care was continued in the ICU where serial bronchoscopies were performed to clear the airways and blood products were transfused. CT angiogram did not reveal active bleeding or a pseudoaneurysm. Hemostasis was achieved and the patient was successfully extubated and liberated from mechanical ventilation and remains hospitalized but stable at the time of this report. Based on the available data the event was procedure related. There is no allegation of a malfunction of the ion system, instrument, or accessory. There is no evidence the event was device related. Although bronchoscopy is a minimally invasive procedure with a low risk profile, bleeding is a known complication. A retrospective study of (B)(4) bronchoscopies reported (B)(4) episodes of hemoptysis of (B)(4)). A prospective multicenter international study of (B)(4) navigational bronchoscopy cases reported a bleeding rate of (B)(4) overall and a ctcae grade 2 or greater bleeding rate of (B)(4). A single center retrospective review of (B)(4) bronchoscopic biopsies reported a severe bleeding rate of (B)(4) with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4) with (B)(4) death. Bleeding of any severity was reported in (B)(4) of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003.